Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01, ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead which was programmed unipolar. Noise and short v-v intervals were also starting to be seen. It was also noted that the thresholds were high but stable. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.